Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted the customer with a phone call within 24 hours on (B)(6) 2016 for knowing customer's condition;customer stated that feel better and reported had a visit at local clinic at that moment for 2:45pm appointment,customer blood glucose tested and obtain results of 164mg/dl during the clinic visit. No additional information provided.

Event description:
Customer complains of hi results (more than 600mg/dl).customer called stating that felt abdominal pain. Customer will seek medical intervention at this time. The customer's expected blood result is 80mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened 4/5/2016. Customer performed a back to back blood test and obtained 304mg/dl and hi fasting. Reviewed meter memory: 451mg/dl, (B)(6) 2016, 06:39:00 am, fasting: yes; 286mg/dl, (B)(6) 2016, 07:03:00 am, fasting: yes. Customers concern: concern with 451mg/dl and hi on (B)(6) 2016 6:39 and 7:20am. Customer is not eating sugary foods. Customer wasn't taking any medications.